Manufacturer narrative:
During an aortogram, the marking stripes on a 5f 65 cm supertorque pigtail diagnostic catheter were moving and bunched up together on the catheter. They did not dislodge in the patient as initially reported. There was also resistance felt when withdrawing the device. A second supertorque catheter was opened and the markers moved on that one as well. Additional information was received that there was resistance felt with removing the second device as well. A non cordis catheter was used instead and the procedure was successfully completed. At the end of the procedure, the patient was in stable condition and the endovascular aneurysm repair (evar) case was completed without any patient injury. The procedure being performed was an aortogram to obtain measurements of the anatomy in preparation for an evar case. The access site was the left superficial femoral artery (sfa) access because the common femoral artery (cfa) was too diseased. A 0.035¿ non-cordis guidewire was used in the procedure with an 8f sheath introducer. There was no difficulty accessing the vessel. The products were stored, handled, inspected and prepped according to the instructions for use (IFU). There was nothing unusual noted about the two devices prior to use. The cfa and the iliacs were calcified and somewhat tortuous. The marker bands bunched up together on the catheter when trying to retract the catheter from the patient. Resistance was felt during withdrawal. No excessive force was used because the physician did not want to further damage the product, loose access or cause dissection. The catheter did not become stretched or elongated during the attempt to remove. The marker bands also moved on the second device. Upon receipt of the device for analysis, one of the catheters were separated. Additional information was received "that the physician is the one that cut the hub of catheter to extract it from the patient. Since the marker bands moved, he had difficulty retracting catheter, and he did not want to break it. He then cut the hub to be able to retract from the patient." One non-sterile diagnostic cath mb 5f pig 65 cm 8sh units was received for analysis coiled inside a plastic bag. Per visual analysis, the unit was received with the body/shaft separated at 3 mm from strain relief. 16 out of 20 marker bands were found moved/out of position at distal section of unit. The distal section of unit was observed under vision system and the marker band marks on unit¿s surface did not present evidence of damage (scratches, peelings, abrasions, etc.). However, the unit presented elongation on catheter body from 24.0 cm to 25.0 cm from the distal tip. Elongated length measured 1.0 cm. The catheter showed 16 marker bands (from mb 5 to mb 20) moved from their original place. Marker bands 1 to 4 remained in their original positions. No other anomalies were found. Per microscopic analysis, the unit was inspected under vision system and the separated area and external edge surfaces at separation area showed clear evidence of elongations at the separation. Elongation characteristics present evidence of an application of a tension force that induced the body shaft separation. The od and ID of the distal section was measured close to the areas where the marker bands were out of position and results were found within specification, except from 24.0 cm to 25.0 cm from strain relief and od between marker bands from mb 20 to mb 15; where elongation was noted along the catheter. Functional analysis to introduce a guide wire into the unit could not be inserted in the catheter due to the separated condition of received unit. A device history record (DHR) review of lot 17598604 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.  The reported ¿catheter (body/shaft) - withdrawal difficulty¿ and ¿marker band (supertorque)- offset/out of position¿ for the unit analyzed  were confirmed through analysis of the returned device. However, the exact cause of these conditions could not be conclusively determined during the analysis. Based on the information available for review, procedural and handling factors may have contributed to the out of position marker bands and subsequent withdrawal difficulty as evidenced by the presence of elongations noted in the catheter. The separated condition of the returned device was confirmed to have been performed by the physician in order to prevent separation in the patient due to the withdrawal difficulty. . The separated section presented evidence of elongations at separation. However, sections with evidence of marker bands displacement presented no anomalies or evidence as to determine what caused the marker bands movement. Nonetheless, it can be assured that the marker bands were placed on the correct position at a certain time owing to the outer diameter reduction of the body. According to the products instructions for use, users are warned that manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.  Please note that this report is associated with the one submitted under manufacturing report number 9616099-2017-01061.

Manufacturer narrative:
(B)(6).  This device is available for analysis but has not yet been received.  A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an aortogram the marking stripes on a 5f 65 cm supertorque pigtail catheter were moving and bunched up together on the catheter but did not dislodge in the patient as initially reported. There was resistance felt when withdrawing the device. A second one was opened and the markers moved on that one as well. A non cordis catheter was used instead and the procedure was successfully completed. At the end of the procedure, the patient was in stable condition and the evar case completed without any patient injury. Both supertorque devices were from the same lot number and will be returned for analysis. The procedure being performed was an aortogram to obtain measurements of the anatomy in preparation for an evar case. The access site was the left sfa access because the cfa was too diseased. A 0.035 ¿bentson guidewire was used in the procedure with an 8f sheath introducer. There was no difficulty accessing the vessel. The products were stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the two devices prior to use. The cfa and the iliacs were calcified and somewhat tortuous. The marker bands bunched up together on the catheter when trying to retract the catheter from the patient. Resistance was felt during withdrawal. No excessive force was used because the physician did not want to further damage the product, loose access or cause dissection. The catheter did not become stretched or elongated during the attempt to remove.  The marker bands also moved on the second device.

Manufacturer narrative:
The device was returned and was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.